Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient underwent treatment of a descending aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2019 a CT revealed invagination of the proximal neck of the endoprosthesis. It was stated the original implantation may have been too close to an area of angulation. On (B)(6) 2019 a reintervention took place whereby the device (was) was dilated and an aortic extender was positioned and implanted successfully.